Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, the balloon would not inflate. The user attempted to inflate the balloon 4 times; however, the device failed to inflate. There was no reported patient injury or adverse event.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The valve seal and locking collar were intact. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.